Manufacturer narrative:
The device was not returned for evaluation. Based on the information provided and without return of a device or sheath, the reported failure could not be physically investigated or confirmed. It was reported that the physician had difficulty removing the device so the patient was taken to surgery where a small incision was made at the site where it was noted that the wire was embedded in the sealant. Per the mynx instructions for use, if unusual resistance is felt during catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. The review of the lhr (lot f1012601) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the catheterization lab supervisor that an (B)(6) male patient underwent a coronary intervention on (B)(6) 2010. Stick location was reported to be at the femoral head. The physician was a trained user of the mynx and following the procedure chose mynx for femoral arterial closure. After inflating and deploying the device, the physician deflated the balloon however had difficulty removing the device from the patient. The patient was taken to surgery where the vascular surgeon made a small incision at the site. He observed that the wire was embedded in the sealant. Once the sealant was removed the wire slipped out easily. The patient's pedal pulses were good post procedure. The patient tolerated the procedure well. On (B)(6) 2010 the aci sales professional reported that there were no further clinical sequelae to the patient.